Manufacturer narrative:
(B)(4). Batch #u5a49w. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger damaged and no reload was received. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the firing mechanism to fail, as no cartridge was returned for analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure." In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Firing through the lockout mechanism will break the instrument. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pharyngeal pouch, the surgeon attempted to activate the stapler on the tissue after waiting a full 15 seconds. The closing handle broke and a white reload was used, but staples were not deployed. Surgery was delayed five minutes, but was successfully completed with a medtronic gun with a blue reload. No fragments were generated and there were no patient consequences. No other medical intervention was required.